Event description:
It was reported that in 96 pt underwent a left hip total hip replacement. Post operatively, pt did well until 98 when pt presented with increased pain in their hip and tight. X-rays taken that day reportedly demonstrated debonding of the femoral stem from the cement. Approximately one year later, pt underwent revision of the hip where the femoral stem was found loose. Pt's acetabular liner and femoral stem were replaced using a zimmer trilogy elevated rim liner and a depuy solution hip stem. Pt did well post-operatively and went on to an uneventful recovery.